Manufacturer narrative:
The lead remains in service pending further evaluation. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements since the last follow-up. Loss of capture (loc) was also observed, and noise was created on the rv lead when the patient took deep breaths. The physician suspected the lead's helix had perforated the rv. The device was reprogrammed for left ventricular (lv) only pacing and the patient was to have x-rays taken to evaluate the placement of the rv lead. The patient is not pacemaker dependent and was not symptomatic with these observations. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The rv lead was explanted and replaced. No perforation was observed, and the new lead had the same noise during inspiration. It was suspected the patient's heart apex was low and the lead was sensing the myopotentials induced by deep breathing. No additional adverse patient effects were reported.